Manufacturer narrative:
All buttons function properly, however, the insulin pump had a fully-unlocked j2 connector on the lcd board noted during the visual inspection. The pump had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she had a keypad issue with the act button not working. Customer's blood glucose was 498 mg/dl at the time of the incident. Customer treated with a manual injection. Customer stated that she was sleeping when the issue occurred. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.